Event description:
Beckman coulter, inc (bec) employee in the customer service department found one kit of beckman direct bilirubin reagent was leaking due to breakage when they unpacked a shipment. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation: results: vial. (B)(4).